Event description:
It was noted that during a sigmoid procedure, the staples would not hold. The procedure was converted to open and the procedure was completed with manual sutures. One device is being returned.